Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped inflating and presented fluid loss. A surgical procedure was performed to remove and replace all the components. No patient complications were reported.